Event description:
Information received from the field does not address the patient's clinical status but notes that ventricular lead impedance measured at 6462 ohms in the bipolar configuration and 8539 ohms in the unipolar configuration.